Manufacturer narrative:
Additional information was received that there was no loss of manual ventilation or any mode of mechanical ventilation. There was no reportable malfunction. H3 other text : additional information was received that there was no loss of manual ventilation or any mode of mechanical ventilation. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. There was no report of patient involvement.